Manufacturer narrative:
Siemens has completed an investigation of the reported event. The most reasonable root cause is external influence such as a massive mechanical hit at the wheel during transport. The investigation showed that the back right wheel shaft of the monitor trolley was defective during transportation of the system. According to the operator, there were no signs like noises during driving before the incident happened. As a result, the defective wheel became unstable and the tilting system made contact with the operator. Unfortunately, the defective wheel was not provided for investigation. The spare parts consumption has been checked and no systematic error could be identified. The affected wheel has been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported that a wheel of the monitor trolley of the mobile x-ray unit cios fusion fell off. The monitor trolley hit the radiologist in the back. There is no patient involvement in this case.